Event description:
It was reported that patient experienced intermittent low voltage alarms which resolved after exchanging their battery clips. The patient received brand new battery clips and batteries. No alarms were able to be reproduced with manipulating power leads. Patient also reported that their power went out several times and they had "no external power" alarms related to this as well. Log files were submitted for review. The event log file captured power cable disconnect/low power hazard/no external power alarms while the patient was connected to the mobile power unit (mpu) on (B)(6) 2025 at 08:21 and 09:04. This was due to the power to the mpu being interrupted. There was no pump interruption during these events as the system controller¿s emergency backup battery functioned as intended. The alarms resolved upon mpu regaining power. Otherwise, there were no other notable alarm conditions or parameter changes.

Manufacturer narrative:
Section d4: device serial number was not provided, and manufacture date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section d4: primary UDI corrected, section d5: operator of device corrected, section h3: corrected, section h6: medical device problem code corrected, section h8: usage of device corrected. Manufacturer¿s investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. Review of the submitted log files revealed on 03apr2025 at 08:21:17 and 09:04:15, while connected to the mobile power unit (mpu), low power hazard and power cable disconnect alarms activated due to losses of alternating current (ac) power. The alarms transitioned to no external power alarms within 5 seconds. The alarms resolved by 08:21:34 and 09:04:30, once external power was restored to the mpu each time. Pump operation was not affected the heartmate mobile power unit (serial number unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the mpu being unknown. Heartmate 3 patient handbook, rev. D section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU), rev. C section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (including no external power) and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook, rev. D section 6 ¿caring for the equipment¿ and heartmate 3 IFU, rev. C section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook, rev. D section ¿safety checklists¿ and heartmate 3 IFU, rev. C section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook, rev. D, cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.